Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump turned off after it was unplugged from the charger. There was no impact on the customer's blood glucose levels as the customer was not using the pump at the time of the incident. While attempting to troubleshoot the issue a few days later, the pump displayed a reset screen. During troubleshooting with tandem technical support, contact was advised to fully charge the pump as it had not be used for a year.